Event description:
Pt has op bilateral laparoscopic inguinal hernia repair (B)(6) 2015. Was ready for discharge when he complained of a large lump on the right side of his groin. Surgeon examined pt and diagnosed recurrence of the right sided hernia. Since pt had eaten decision was made to bring him back (B)(6) 2015 for re-repair. At surgery today surgeon reported that all of the complete disruption of the mesh graft and all of the sorbafix screws were dislodged. Repair was completed today using a sorbafix from a different lot number than the previous repair. Report will also be made to the company and to the FDA. The previously used devices were retrieved and will also be sent for forensic exam. Diagnosis or reason for use: used intraoperatively to secure mesh during hernia repair.